Manufacturer narrative:
Manufacturing site: asahi intecc (B)(4). Attempt was made to gather thorough event information during complaint processing; no further information could be obtained. Device evaluation of the subject microcatheter could not be conducted because the device was not returned. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Based on the obtained information, it was presumed that torsion applied to the microcatheter exceeded the product's design limit while the tip was being trapped by heavy calcium of the cto, causing damage to the tip. The damaged tip was assumed to be separated by pulling stress applied upon catheter removal from the anatomy. Although device investigation could not be conducted, since all the shipped products were inspected in the production process for meeting the product specifications and release criteria, there was no indication of product deficiency. Instructions for use states that: [contraindications] do not use this microcatheter in advanced calcified lesion; [warnings] do not rotate this microcatheter in any situation. (Rotating this microcatheter may cause damage to the microcatheter, and may also damage the blood vessel.); [warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the cause are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter and damage the blood vessel.); and, [malfunctions] separation.

Event description:
It was reported that asahi microcatheters became stuck in calcium and separated during a pci to treat a heavily calcified cto in the proximal lcx. The physician was aware that the catheter should not be torqued but did so in order to release the catheter tip from trapping calcium when the catheter was used to pass the lcx in an attempt to use the lcx as a donor vessel to the collateral connection to the rca. The catheter tip was found separated in the lcx (reported under MFR report #: 3003775027-2018-00030). A new microcatheter (the subject catheter) was replaced to make an antegrade attempt to cross the cto; however, it became stuck in the heavily calcified rca and became separated when the physician applied torsion in order to release the catheter tip from the calcium. The separated tips were left in the lca and the rca as is. The patient was reportedly doing fine; the physician was not worried that further complication might arise due to the separated tip.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided to reflect the date the initial reporter provided the information about the event to the company.